Event description:
It was reported a 29mm portico valve was chosen for procedure on (B)(6) 2022. During procedure, at the final stage of the implantation (releasing from the flexnav large delivery system) the valve migrated. No additional information was able to be obtained.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of the valve "popped up" was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including for radial force.